Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was clarified that the broken device was the patient programmer. They stated their purse had fallen off of the truck and the patient programmer was run over. They tried turning it on and replacing the batteries, but it still would not work. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient left a voicemail stating their device was broken. No patient symptoms were reported. No further complications were reported or anticipated.